Event description:
It was reported that capture threshold was elevated intraoperatively. Postoperatively, the right ventricle leadless pacemaker (rvlp) exhibited high capture threshold, loss of capture, varying low voltage impedance, and current of injury demonstrated a deep qs pattern. On (B)(6) 2026, the physician elected to retrieve the rvlp. The patient was stable following the procedure.